Event description:
The continuous renal replacement therapy (crrt)was running without any issues. Then the computer screen began to lag when choosing commands. The nurse waited briefly in between each command option. The crrt monitor caught up and the nurse then attempted to change the flow rates and the crrt monitor froze and gave an error of memory error 6, system malfunction, give blood back. The nurse hand cranked the blood back to the pt and the majority of the blood was returned. The staff then took down the filter and replaced the crrt.